Event description:
A remstar plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury, and no medical intervention were reported. During the evaluation of the device, the service technician did not observe visible foam particles inside the assembly and a preventative foam replacement was done. However, an internal cosmetic issue was noticed where there was a burnt power connector. The device was repaired.